Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: d4, h4, h6. MDR section codes updated/corrected: b, c. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitants: (B)(6) 02-010-01-0240 - logic femoral ps cem left sz 4. (B)(6) 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t. (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 200-02-32 - three peg patella 32mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01631. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 99 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, loosening, synovitis, failure of implant, osteolysis, swelling/ edema, and implant pain. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.